Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model # icv1210, s# (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a model # icv1210 perceval heart valve at the time of manufacture and release. A gross and visual analysis was performed on the returned device. The returned valve was received inside a explant kit, in the plastic jar for specimen. At this preliminary inspection, the returned prosthesis valve was received with a little quantity of storage liquid but in conditions still acceptable even if with the pericardium resulted slightly darker than normal. After decontamination, the valve was visually inspected without highlighting any particular element of non-conformity, according to the specifications, that could be related to possible pre-existing defects. The collapsing procedure performed with the returned valve and a demo accessory kit was completed with no issue. During the simulation of the valve deployment in silicon aortic roots #23 and #25, no problems were encountered during the ballooning phase. The sealing at the annulus level is guaranteed and the valve remained fixed within the annulus. Then, inserting some water in the aortic roots from the outflow side, no paravalvular leaks were observed during both the simulations, considering the static conditions of the test. The water level remained stable under the leaflets free edge. The manufacturer followed up with the site several times for further information but no additional details were received. Based on the performed analyses, it is possible to exclude any relationship between the device and the reported issue. The root cause of the observed pvl could be reasonably related to patient peculiar anatomy or to the deep positioning as indicated in the surgeon¿s comments. The root cause is thus deemed to be cause cannot be traced to device : adverse event related to patient condition.

Event description:
On (B)(6) 2020, perceval (size:l, serial#:(B)(4) was indwelled through a midline incision and coronary artery bypass surgery (triple bypass) was performed. X-clamp time was 141minutes. After indwelling the perceval, it was confirmed that position of the perceval was proper. However, after de-clamp, perivalvular leakage above mild levels occurred. X-clamp was performed again, and the valve was replaced with another perceval (size l).